Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette sample and/or diluent in well position a6 and did not give an error message. An ortho field svc engineer was dispatched, however, the problem was not duplicated during testing. The fse replaced tips and checked plunger clamps and unit ran satisfactorily. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-02216-05.